Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer receives device with segment error on 8100. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receives device with segment error on 8100. Assisted customer to identify the display error 210.6041. Informed customer of problematic fault associated with display board. Customer to interchange the display board to isolate error message. Customer will then repair/replace the display board. End call. (B)(4).